Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Contact states that customer went to bed with a blood glucose (bg) level of 83 mg/dl and woke at 1 am with bg >600 mg/dl. Customer was admitted to the hospital with diabetic ketoacidosis. Customer was treated with fluids and insulin intravenously. Customer was released the following day with the issue resolved. Contact was not sure if the issue was related to pump or supplies as customer was also dealing with illness and possible infection.